Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to degradation problem. The most probable cause is component failure. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of uretero-reno videoscope, found the adhesive on bending section had a chip there was no patient involvement.